Event description:
It was reported that the patient presented for an implant procedure. Prior to implant the lead, it was noted that the helix of the lead was failed to extend. The lead was exchanged during the procedure. The patient was stable in condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. Analysis found that a complete lead was returned in one piece measuring 57.4 cm. Visual inspection of the lead found the helix bent/stretched and clean. X-ray examination found the inner coil to be overtorqued and the helix was bent/stretched consistent with procedural damage. It was unable to perform helix mechanism test due to the damaged helix as received. The cause of the reported event was isolated to the overtorqued inner coil and the helix being bent/stretched.